Manufacturer narrative:
The insulin pump had unresponsive buttons due to corrosion on keypad trace. Display function properly with testing case. No frozen display noted. No moisture damage found on electronic assembly and motor.

Event description:
The customer reported that the insulin pump had a frozen display and the time was not advancing. The customer also mentioned that the buttons were unresponsive. The blood glucose reading was 201mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.